Event description:
I was recommended to do a skin treatment that is said to be mild no harm and stimulate collagen and fat grow. The device is called skinaura by wellcomet. The clinic is (B)(6)clinic in (B)(6), practitioner is (B)(6) certified practitioner. After the treatment I noticed a large amount of fact reduction in a week and continued for a month slowly. I reached the clinic they say it will recover and I waited and see there dermatologists, the concluded that the damage is permanent. I find out the device is not FDA approved yet, they say it's pending approval and the practitioner continue to perform this to other patients. I went to see therapists and I can not work and live regularly. I think the practitioner's malpractice is significant and she should not be able to treat medical laser to patients and the device is definitely not safe. I have all pictures and conversations documented if needed. FDA safety report ID# (B)(4).